Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical review was for the reported incident. Based on the provided information, there is currently no allegation or documentation that suggests that a fresenius device or product caused or contributed to the patient¿s passing. As there is currently no causal relationship between the patient¿s death and their peritoneal dialysis therapy, a clinical investigation is not warranted. Should additional information become available, the need for a clinical investigation will be reevaluated.

Manufacturer narrative:
Clarification: the exact date of death is unknown. The date has been defaulted to the (B)(6) as it was shortly after that the patient's nurse contacted technical service to notify them of the patient's passing. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported by a patient¿s peritoneal dialysis registered nurse that the patient had passed away. Circumstances surrounding the patient¿s passing are unknown. The cause of death was not reported. It is unknown if the patient was performing peritoneal dialysis therapy at the time of death. Additional information has been requested but has not been made available.